Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2025, a 25mm amplatzer amulet was implanted using an unknown delivery system. A few hours after the implantation, an acute pericardial effusion was observed, and approximately 400 cc of pericardial fluid was drained, as noted by the physician. The patient was reported to be stable and was discharged the following day. No additional information was provided.

Event description:
It was reported that 04 december 2025, a 25mm amplatzer amulet was implanted using an 14f amulet delivery system. The transseptal puncture was performed at an inferior/mid location. The patient was in atrial fibrillation at the time of the procedure. The left atrial pressure was 13 mmhg. During the procedure, the patient¿s activated clotting time (act) was 312 seconds, and heparin was administered at 200 units/kg and maintained at 20 units/kg per hour to keep act greater than 300 seconds throughout the procedure. After deployment of the amulet device, 50 mg of protamine was infused to correct the act. Baseline transesophageal echocardiogram (tee) measurements showed the left atrial appendage orifice measured between 27 mm and 29 mm, and the landing zone measured between 16 mm and 22 mm, leading to the selection of a 25 mm amulet device. 8 f non-abbot sheath was placed in the right femoral vein, while an 11 f and 6 f non-abbott sheaths were placed in the left femoral vein. Intracardiac echocardiography confirmed four distinct pulmonary vein ostia and a chicken-wing morphology of the left atrial appendage. The non-abbott wire was used for transseptal puncture and advanced into the left superior pulmonary vein. The 8f non-abbott sheath was exchanged for the 14f amulet delivery sheath which was advanced into the left atrium. A 5 f pigtail catheter was positioned in the left atrial appendage under intracardiac echo and fluoroscopy guidance. The device was deployed sequentially in ball configuration, then diamond configuration, and finally fully deployed. Multiple tug tests were performed to confirm stability. An additional tug test revealed partial dislodgement, requiring recapture and deeper repositioning before final deployment. 10 cc of contrast dye confirmed complete closure without dye leakage. The device was detached from its tether and remained stable. No pericardial effusion was noted on tee at this time. The procedure was noted to be challenging due to a tricky appendage anatomy, requiring one partial recapture of the amulet device to achieve optimal positioning. Prior to the procedure no pericardial effusion was noted. However, a few hours after implantation, the patient became hypotensive and diaphoretic in the cvicu, prompting a stat echocardiogram that revealed a late pericardial effusion without right ventricular collapse. The patient was taken to the catheterization laboratory, where pericardiocentesis was attempted. Blood pressure improved after neo-synephrine administration, but the effusion persisted. The patient was then transferred to the cardiothoracic surgery suite, where a pericardial window was performed, draining approximately 400 cc of blood. The patient tolerated the procedure well. Subsequent echocardiogram showed no further pericardial effusion, and the amulet device remained in good position. The effusion was localized, with the largest dimension measured at 1.04 cm near the left ventricle by transthoracic echocardiography. The user believes the pericardial effusion was caused by the amulet device. The patient was reported to be stable and was discharged the following day.

Manufacturer narrative:
An event of improper or incorrect procedure or method and patient device incompatibility was reported with hypotension and pericardial effusion. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information and cine review, the cause for the reported patient device incompatibility could not be determined. The reported hypotension and pericardial effusion are likely cascading effects from the event. Interventions were results of case specific circumstances, as medication was administered, a pericardiocentesis, and a pericardial window was performed. The reported improper or incorrect procedure or method is related to the delivery sheath and the cardiac plug not being replaced after the device was fully deployed and fully retracted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: code 2993.